Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced a poor adhesion issue in which multiple infusion sets failed to stay attached due to sweating. The patient reported using two sets that day for this reason. No symptoms were reported, and there were no health consequences or hospitalization no further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.